Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. It was also reported that the right atrial (ra) lead exhibited undersensing. It was further reported that irregular pacing was noted on electrocardiogram (ECG). The implantable pulse generator (ipg) and ra lead remain in use. No further patient complications have been reported as a result of this event.